Manufacturer narrative:
Product investigation of model sc-2316-50 serial numbers(B)(4) and (B)(4) has been completed, and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Product investigation of model sc-3400-30 serial numbers(B)(4) and (B)(4) has been completed, and visual inspection revealed that the lead was cleanly cut into three pieces approximately 25 cm from the connector of the splitter. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.

Event description:
A report was received that the stimulation was not covering the patient pain areas. It was determined that there were a high number of impedances, and as a result the patient underwent a revision procedure. Two leads and two splitters were removed, and two new leads were implanted. Patient is doing well post operatively and receiving excellent pain coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
A report was received that the stimulation was not covering the patient pain areas. It was determined that there were a high number of impedances, and as a result the patient underwent a revision procedure. Two leads and two splitters were removed, and two new leads were implanted. Patient is doing well post operatively and receiving excellent pain coverage.